Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 2938836-2020-07063; 2938836-2020-07065. It was reported that the patient's system was explanted due to pocket infection. The physician alleged that the infection was device related. The patient was discharged.